Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed check therapy pad messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) was pulled from the strain relief, damaging a pulse wire in the cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.